Manufacturer narrative:
Kept by pathology.

Event description:
Revision surgery: the patient was disoriented, fell and dislocate her shoulder.

Manufacturer narrative:
Corrected data: removed part 508-00-032, lot 855c2091 from the concomitants list. Manufacturer narrative did not change.

Manufacturer narrative:
The reason for this revision surgery was due to a shoulder dislocation. The in-vivo length of patient service for the implant was 17 days. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the dislocation. The agent has mentioned the patient was disoriented, fell and dislocated her shoulder. Since it was a short time between the previous and revision surgery, it seems that the event may possibly occurred due to patient activities, trauma or patient non-compliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.